Event description:
It was reported that the "blade was packaged with the sharp side unprotected and in one instance a nurse cut herself." It was also reported that the blade tip was unprotected and facing out exposed. Packaging is allegedly unlike normal and incorrect. It was dangerous to nursing staff. No clinical f/u was obtain at this time.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.